Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA) plan/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged based on the review completed on 25-feb-2026 and investigation completed on 18-mar-2026, this medical device report (MDR) is being submitted as the initial report. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The reference samples were visually inspected and tested for flow and leak. All test results were within specifications. The batch record 6003174 was verified and it was found within specifications. This investigation has been updated because the malfunction code changed, which requires additional activities not included in the original investigation dated 07-dec-2023. The original investigation remains valid and has not been modified. As part of this reassessment, the following elements were added to align with current investigation requirements: complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 18/mar/2026 against "lot number" "6003174" and similar malfunction codes: insertion site egress - trace moisture / superficial wetness. Leakage from infusion site (cannula base part/cannula) (specific cause not identified), the review confirmed that lot 6003174 and the identified failure mode are not associated with any (ncr)s or capas of the same or similar nature. Similar complaints search: a query was run in the eqms on 18-mar-2026 against "lot number" criteria equal "6003174" and similar malfunction codes: leakage from infusion site (cannula base part/cannula) (specific cause not identified), insertion site egress - trace moisture / superficial wetness. The number of complaints is (B)(4). The complaint numbers are (B)(4). Device history record (DHR) review: the lot 6003174 was manufactured according to work instruction (wi) version 63 and manufactured in the inset 6 line on 05-sep-2023 with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation the reported failure could not be confirmed for this complaint.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that patient faced infusion set leakage event on (B)(6) 2023. The leakage was at the site. No further information available.